Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, for the first firing, they connected the reload to the handle. The surgeon clamped the tissue of colon ,and closed the jaws, and pushed the green button and tried to squeeze the handle ,however it was locked and could not squeeze it. Replaced by a new cartridge and the firing was completed with no problem. There was no patient injury.